Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, at ninth inflation, it was noted that the balloon ruptured at 9atm and was removed using the normal method. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.